Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter balloon was difficult to deflate during the pretest. The injected sterilized water came out by pushing the balloon by hand.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was used for patient treatment or diagnosis. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Visual inspection of the sample noted no obvious visible defects. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. The actual/suspected device was inspected.

Event description:
It was reported that the foley catheter balloon was difficult to deflate during the pretest. The injected sterilized water came out by pushing the balloon by hand.